Manufacturer narrative:
The sidecom board was replaced to repair the bed.

Event description:
The account stated that the patient positioning monitor (ppm) was armed and alarmed in the room but no nurse call was placed to the nurse station. No injuries.